Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. No customer material was returned. Further investigation could not be performed.

Manufacturer narrative:
Na.

Event description:
The customer complained that the inform ii meter with serial number (B)(4) is charred below the charging contacts. The back of the meter down to the bottom of the meter showed signs of burning and looked charred. No adverse event occurred. The suspect product has been requested for investigation.